Event description:
I was notified of a defective b. Braun primary tubing by a short stay unit (ssu) nurse. Nurse reported that the nursing assistant who was helping an ssu patient use the bathroom was notified by the patient that there's blood backing up into the IV tubing. Nursing assistant immediately notified the nurse who discovered that the tubing had snapped into two at the second y port from the top. Rn immediately clamped the tubing connected to the patient and a new tubing was obtained. There was no harm to the patient.